Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptoms, which was unable to be reproduced. Door not fully latched alarms were confirmed through the event history log and were determined to be caused by failed door latch hooks causing the force needed to close the door to be higher than expected. The failed door latch hooks were replaced.